Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that an out of range shock impedance measurement of greater than 200 ohms was observed on this right ventricular (rv) lead. The patient was evaluated, and it was found that an alternate vector had acceptable shock impedance values. The user planned to program the implantable cardioverter defibrillator (ICD) to use this vector and continue to monitor the patient. No adverse patient effects were reported. The rv lead and ICD remain in service.